Event description:
Caller reported that control-iq increased basal insulin delivery due to inaccurate cgm values, with the cgm showing 100 mg/dl when the actual blood glucose was 24 mg/dl. Caller consumed glucose tablets to address the blood glucose as a result of the adjusted insulin delivery. There was no adverse impact on the customer's blood glucose level. Caller was educated on how the biq/ciq technology functions and acknowledged that the pump was working as intended based on the data provided by the cgm.